Event description:
The pt was implanted with a left ventricular assist device. It was reported that the pt was taken to the operating room for a device exchange with overwhelming infection. The pt's device was exchanged to another manufacturer's device.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.